Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead exhibited high thresholds and high, undefined impedances when programmed to bipolar. It was assumed that someone had reprogrammed the lead to unipolar because no lead monitor switch was seen. It was further reported that the lead exhibited high impedances and intermittent capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead exhibited high thresholds and high, undefined impedances when programmed to bipolar. It was assumed that someone had reprogrammed the lead to unipolar because no lead monitor switch was seen. The lead is still in use. No further patient complications have been reported as a result of this event.